Event description:
It was reported that during a vascular stenting procedure, the vascular stent partially deployed; however, the stent could be released manually. There is no reported patient injury. No other information has been provided.

Manufacturer narrative:
This event was reported via voluntary medwatch report# mw5034516 on march 18, 2014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided for evaluation. Potential factors which may have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be associated with difficult patient anatomy or a challenging placement site which may lead to increased friction force. In this case, no procedural details and no information regarding the patient anatomy was provided. Also an inadequate handling of the device during deployment or the use of inadequate accessories may contribute to increased friction causing the reported deployment issue. Based on the information available and as no sample was provided, a definite root cause for the reported event could not be determined.